Event description:
The manufacturer received information alleging a ventilator would not display peak inspiratory pressure reading. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor pca and flow sensor assembly were replaced to address the issues.

Manufacturer narrative:
The manufacturer had previously reported the replacement of the sensor board and flow sensor assembly. The device failed a step during testing. The device's active exhalation control module was replaced to address the issue.